Event description:
The customer called and reported that the insulin pump display was remaining blank despite insertion of a new battery. The customer stated they were hospitalized due to the issue but was unable to provide any information about hospitalization at the time of the call. The customer's blood glucose was 112 mg/dl at the time of the call. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.